Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient. A power on reset (por) was reported, and therapy had stopped. The rep stated that the por code on their clinician programmer was 0 x 2618 following a physician reset mode (prm). No falls or trauma were reported to be related to the event. The rep was able to clear the por. Upon clearing the por, it was noted that and end of service (eos) message was showing. The rep was going to discuss with the patient and healthcare provider the next steps in either replacing the ins or explanting the full system. No further complications were reported or anticipated. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that they met with the patient and determined their battery was in eos. The patient stated that they need to have an MRI for their back for an unrelated issue, but are seeing the eos message on their programmer. They added that their device is dead, so they feel they should be able to get the MRI. Patient services reviewed that the MRI tech needs to be able to verify that they are full body eligible. No further complications were reported.